Event description:
The customer called technical support (ts) reporting that during performance verification testing, the device's battery amps is reading zero along with the charging %. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer is reporting the battery was replaced 06/19/2021 with a respironics battery. The rse advised customer to deplete the battery and recharge. Customer is reporting the battery is fully charged and is reading 16.6 volts. The biomed customer depleted and recharged the battery. It charged successfully and the charging % is at 100%. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.